Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a device replacement procedure, capture was noted to be intermittent on the right ventricular lead. The lead was noted to have diminished pacing impedance. No obvious fracture site could be identified on x-ray. After the replacement procedure was completed, the pacing output was increased and the lead remains in use. No patient complications have been reported as a result of this event.